Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately high readings. The patient obtained the blood glucose readings of 140 mg/dl mg/dl and 101 mg/dl on the reported meter, and the readings of 100 mg/dl and 69 mg/dl on a hospital meter. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient experienced no symptoms and denied seeking medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.